Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Physician had access in the common femoral artery with a glide wire up and over the bifurcation. Tech prepped the sheath and had dilator loaded into the sheath. At the point where the sheath was going to be loaded onto the wire, the physician noted the tip of sheath looked to have a deformity. The sheath was not advanced into the patient. A new sheath was used to successfully complete the procedure. Images of the device depicted jagged edges at the tip of sheath. The patient did not experience any adverse effects due to the occurrence.